Event description:
A report was received that the pt's precision system was explanted. The pt is diabetic and was having a difficult time healing from the implant procedure. The pt is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the reported event occurred during manufacturing. The devices were not returned to bsn for further investigation as they were discarded at the medical device facility. This is the final report.